Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a 325.7mm^2 area, 64.9mm perimeter and a 62.2mm left ventricular outflow tract (lvot) perimeter. The patient's aortic valve angle was 42 degrees. Pre-dilation was performed with a 20mm non-abbott balloon. The implant depth at 80% was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The valve was implanted. The final implant depth was 3mm from the ncc and 3mm from the lcc. After the delivery system was removed and the hemodynamics were checked, as the non-abbott pigtail catheter was pulled, the device embolized towards the aorta. The valve was snared and pulled up. A new 23mm navitor vision valve was implanted. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration in aortic direction could not be determined. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances as valve was snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration in aortic direction could not be determined. The reported patient effect of heart block is sequential outcome associated with the migration process which lead to and syncope/fainting. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances as valve was snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Code removed: health effect-clinical code: 4582 no clinical signs, symptoms or conditions.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient's annulus was measured with a 325.7mm^2 area, 64.9mm perimeter and a 62.2mm left ventricular outflow tract (lvot) perimeter. The patient's aortic valve angle was 42 degrees. Pre-dilation was performed with a 20mm non-abbott balloon. The implant depth at 80% was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The valve was implanted. The final implant depth was 3mm from the ncc and 3mm from the lcc. After the delivery system was removed and the hemodynamics were checked, as the non-abbott pigtail catheter was pulled, the device embolized towards the aorta. The valve was snared and pulled up. A new 23mm navitor vision valve was implanted. The patient remained hemodynamically stable throughout the procedure. Approximately 7-10 days after the patient was discharged the patient experienced a syncopal episode and fell. The patient had several broken bones and went into heart block. A permanent pacemaker was implanted. The patient status was stable.